Event description:
Device was used during a right lower lobectomy. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and complete the procedure without any pt injury.